Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 15 months ago. Aneurysm morphology at the time of implant was not reported and the aortic neck had 45 degree angulation. It was reported that the patient required a secondary procedure to address a type 3 endoleak. A CT scan showed the bifurcated stent graft and the aortic cuff had separated. Two aneurx aortic cuffs were implanted to bridge the component separation successfully. No additional clinical sequelae were reported.